Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right unacceptable appearance of breasts due to soft tissue ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent unspecified breast augmentation with a 275cc mentor memorygel breast implant on the left side and with 255cc mentor memorygel breast implant on the right side and experienced and left side rupture found intraoperatively during bilateral replacement surgery with non-mentor devices on (B)(6) 2022. On march 8, 2022, the mentor failure analysis lab received the device for evaluation. On march 9, 2022, mentor became aware that patient also experienced unacceptable appearance of breasts due to soft tissue ptosis in addition to left side rupture, and allergan low profile saline smooth lot number 25365136 on the right, and 25126557 on the left side were used on (B)(6), 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On march 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 255cc breast implant had some creases/folds on the anterior and posterior view. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).